Manufacturer narrative:
Submit date: 03-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states the delivery was inaccurate during testing. No patient involved.

Manufacturer narrative:
Submit date: 8-jun-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to duplicate the reported symptom. The unit has been cleaned, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer states the delivery was inaccurate during testing. No patient involved.